Event description:
It was reported by the rep the device was used in a tonsillectomy. It was reported the rep was on the way to the case with the dh105 blade to be used in the case. Rep was called by the resident, and found the case was scheduled one hour earlier than rep thought. Rep would be 5-10 minutes late. Before rep arrived the resident started the case with an hs2 blade with a 10mm adaptor. The pt rec'd a superficial burn on the tongue and right corner of the mouth from the uninsulated portion of the blade. The rep arrived with the proper blade and the case was completed. 03/27/2000 rec'd message from sales rep regarding phone number for dr. Rep has spoken with dr who understands the wrong adaptor was utilized during this procedure leaving exposed area of energy. Sales rep provided add'l in-service clarifying optimal blade and assembly. Dr. Verbalized understanding. Pt is recovering well at this time.